Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and sac growth complaints are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. No contributing factors were identified. The final patient status remains unknown. The final patient status was not made available to endologix. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, afx limb stent graft, and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post the initial procedure, the patient presented to the emergency department (ed) with complaints of abdominal pain. Although no rupture was observed, there was notable enlargement of the aneurysm. The patient was transferred to (B)(6) hospital, where there was a suspicion that the patient might have been experiencing a type 3b endoleak. The patient did not require prolonged hospitalization and was discharged. The patient returned on the 24th of october and underwent a re-intervention, during which the physician opted to implant two (2) ovation ix iliac limbs, ovation prime fill polymer, and an alto main body. The final outcome or status of the patient remains unknown, as this information has not been provided to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.